Event description:
In 2008, the pt reported that while changing his insulin cartridge the plunger became stuck to the piston rod causing 23 units of insulin to spill into the cartridge compartment. The pt was educated on the proper technique for removing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for eval.